Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone reported that they had sensor needle broken. Customer's blood glucose was unknown mg/dl. The customer observed that needle break before insertion. The customer was advised that we are sending replacement.